Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0bdt2, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial # (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a por (power on reset) was noted. The representative was going to meet with the patient in clinic to help clear por . It was also reported that the reporter was wondering why por might have occurred. The representative planned to reprogram patient. The patient was not able to turn up the stimulation the night of implant. Clarification as to why the patient could not turn up stimulation could not be obtained. It was also reported that the patient was not able to adjust stimulation. First, the patient noted she saw a poor communication screen. When patient services troubleshooted with the patient, it was noted she saw a warning screen, por. Display showed "call your doctor" icon with a por condition. Additional information received noted that regarding were any malfunctions seen or cause of issue determined, it was noted "no". Regarding were any interventions taken or planned, it was noted "no ¿ patient had received por error on the icon we could not figure out why." Regarding outcome, how was the patient doing now, are they receiving effective therapy, it was noted: "she came into the office and was seen by nurse practioner and the representative." They used the 8840 clinician programmer to turn on the patient's neurostimulator and to program it. The patient was feeling the stimulation at a low amplitude and on program 1. No devices to return, the patient icon just needed to be programmed and battery turned on.